Manufacturer narrative:
Insulin pump passed the operating currents, self test and displacement test. No blank display anomaly and no unexpected restart alarm noted during test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer was reported via phone call that, the customer received with unexpected restart alarm. The blood glucose was unknown at the time of the incident. Blood glucose was 227mg/dl. Customer called in stated that her pump went off, she changed battery, and the battery is full but it says the reservoir is blank. Performing troubleshoot and the unexpected restart alarm occurred after battery change. Customer states a temp basal was not programmed before the unexpected restart alarm occurred. Customer advised to replace the insulin pump. Customer advised to monitor the pump and that patient may continue to wear the pump until replacement arrives. The insulin pump will not be returned for analysis.